Event description:
It was reported that the arctic sun device had problem with temperature was not cooling and heating when needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had problem with temperature was not cooling and heating when needed. Per follow up information received via email on 26sep2023, the device was sent to bd-approved facility for evaluation. They confirmed the issue was resolved. They changed the mixing pump, ctu calibration.